Event description:
It was reported that the patient¿s sacral nerve stimulation device was turned on, she felt stimulation on her spinal cord stimulation device. While using certain sacral nerve stimulation programs, the patient felt uncomfortable stimulation at the spinal cord stimulation device site. The spinal cord stimulation device had been turned off for the past year. This issue began when the sacral nerve stimulation device was implanted in 2013. Both devices were implanted on the opposite of the hips, about 8 inches apart. When the sacral nerve stimulator was turned off and the spinal cord stimulator was palpated, the stimulation was not reproduced. The manufacturing representative was unable to check the impedances or therapy impedances because the patient felt a jolting sensation at the spinal cord stimulation site, even with the stimulation off. It was unknown where the spinal cord stimulation leads were placed. It was further reported that the patient experienced the jolting sensation when the electrode 4 of the sacral nerve stimulation device was turned on. Otherwise, no other electrodes on the sacral nerve stimulator interfered. The patient¿s device would be reprogrammed. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4) implanted: (B)(6) 2009. Product type: extension. Product ID: 3708140, serial# (B)(4) implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).